Manufacturer narrative:
Corrected fields: g4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
As noted in section b5, foreign objects (white residues) on the device j-tube and connecting tube. A definitive root cause of the reported issue could not be identified. Based on the results of the investigation, it is probable that white residues could be products that contain silicone that can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device j-tube and connecting tube was found with foreign objects (white residues). There was no patient involvement.